Event description:
It was reported that the patient is scheduled to undergo a revision procedure due to fluid loss from connection and the fluid loss is going to the scrotum with an inflatable penile prosthesis (ipp). The device remains implanted and active. Additional information was reported that the patient observed the fluid loss about 1.5 months prior to notification. The device was no longer working anymore as the fluid filled the scrotum.